Event description:
It was reported that the patient underwent a carotid stent procedure in 05, and experienced a stroke during the procedure. The accunet was removed without difficulty after successful device performance. After the accunet was removed the doctor performed a post-procedural intracranial angiogram. The angiogram revealed an occluded middle cerebral artery. The patient became aphasic and the doctor initiated use of a tpa infusion with reperfusion. The patient was trnasferred to ICU post-procedure.